Manufacturer narrative:
The associated complaint devices were not returned. The clinical/medial team concluded, there have been multiple unsuccessful attempts to obtain supporting clinical/medical documentation. No relevant supporting clinical information has been provided to assist with a clinical investigation, and there is no report of the patient's current condition. Therefore based on insufficient information, a clinical assessment cannot be performed at this time. A review of the production documentation for the corresponding products did not reveal any deviation from the standard manufacturing processes. A review of complaint history for the part revealed no prior complaints for the listed batch. We recommend that all re-usable instruments be routinely inspected for wear/damage and replaced as necessary. Without the actual product involved, our investigation cannot proceed. If the device or new information is received in the future, this complaint can be re-opened. We consider this investigation closed. Credit cannot be issued for the devices.

Event description:
It was reported that a revision surgery of genesis ii devices was performed due to pain and loosening.

Manufacturer narrative:
The associated complaint devices were not returned. The clinical/medial team concluded that based on the available information, the root cause that precipitated the revisions for this patient cannot be definitively concluded. It is unknown if the ¿trauma¿ that resulted in the fracture of the right malleolar also damaged her knee prosthesis, for the 1st revision. Also unknown is what if any roll the ¿calcified it band¿ played in the debilitating pain this patient suffered prior to the 2nd revision. A review of the manufacturing records did not reveal any manufacturing or material abnormalities that could have caused or contributed to the reported incident. A review of complaint history for the parts revealed no prior complaints for the listed batches. Without the actual product involved, our investigation cannot proceed. If the device or new information is received in the future, this complaint can be re-opened.

Manufacturer narrative:
It was reported that two revision surgeries were performed due to pain and loosening. The affected legion cr high flexion insert, legion oxinium femoral component, genesis ii resurfacing patella and genesis ii tibial baseplate, used in treatment, were not returned for evaluation. Therefore a product analysis could not be performed. Our investigation including a review of the manufacturing records for the listed batches did not reveal any deviation from the standard manufacturing processes. A review of the complaint history for the listed parts revealed no prior complaints for the listed failure mode with the same batch number. At this time, we have no reason to suspect that the products failed to meet any product specifications at the time of manufacture. A relationship, if any, between the devices and the reported incident could not be corroborated. Review of the risk management files identified the reported failure as potential adverse events. A clinical analysis noted that it is unknown if the ¿trauma¿ that resulted in the fracture of the right malleolar also damaged her knee prosthesis, for the first revision. Also unknown is what if any roll the ¿ossified it band¿ played in the debilitating pain this patient suffered prior to the second revision. Some potential causes could include but are not limited to fit/sizing, traumatic injury, abnormal motion over time or bone degeneration. Based on this investigation, the need for corrective action is not indicated. No further investigation is warranted for this complaint; however, smith and nephew will continue to monitor for future complaints and investigate as necessary. Should additional information be received, this complaint will be reopened and reevaluated.